Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported falling on (B)(6) 2012 and stimulation has moved to his abdomen and the front of his legs. Previously the coverage was in his back and the back of his legs. The sjm cs reprogrammed the pt and was able to get some of the stimulation out of the abdomen. However, later the abdominal stimulation returned. It was also reported the pt is passing kidney stones. The sjm cs will meet with the pt and reprogram.